Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
Received explanted lead from (B)(4). No explant information provided. Investigational letters sent to implanting physician and center. Following physician not provided.